Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during a lap chole procedure, the surgeon opened the device and removed it from the packaging. The operator could not blow air inside the balloon. Patient was involved without injury.